Event description:
The device was used during an emergency repair of a cecal volvulus. Reportedly, the device was applied to reconnect the bowel. Eight days post-operatively, leakage from the staple line occurred and the pt required a temporary ileostomy. The pt underwent subsequent procedures to correct this condition.